Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion area was located in a mildly tortuous and moderately calcified distal right coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use in a percutaneous coronary intervention. The lesion was crossed by the balloon device. However, the balloon ruptured at 5 atmospheres upon initial pressurization. The procedure was completed with another of the same device. There were no patient complications reported.